Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00187. Note: device 2 was added due to address the intervention. It was reported the patient's ipg was explanted and replaced. The patient reported the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has ineffective, intermittent stimulation and overstimulation. Images were taken and surgical intervention may be taken to address the issue.